Event description:
The pump was replaced to prevent battery depletion; the catheter was replaced because it was out of the intrathecal space. No symptoms were reported. The pt had a stroke about a week after the procedure and died (see MFR report # 3004209178200909413). The pump was used to deliver sulfentanil 9 mg/day. Additional info has been requested.

Manufacturer narrative:
.